Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and was able to reproduce static shock after driving the system (powered on) down the hall and then touching a door handle. A shock was not received if the system drive bar was released prior to touching the door handle. The system was powered down, all electrical ground wires were checked and verified to be properly grounded. With the system powered down, the clutch was disengaged and the system was rolled down the hall, producing the same results with the system off as when the system was on. The shock is believed to be from static energy being created from friction between wheels and the floor. To reduce frequency of shock, release the drive handle before touching conductive surfaces. B01,c07,d02 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that one of the hospital x-ray techs, that while driving the imaging system from its parking location (outside of the operating room) to a operating room, felt small static shocks in the handle of the imaging system. The representative was able to drive the imaging system. However, upon exiting the operating room they had a hand on the imaging system handle while they reached for a mechanical door open button and received a substantial static shock when making contact with the metal door switch. Then they tried to recreate the static build up but this time they removed their hand from the imaging system handle, they still received a static shock when pressing the door switch but much less intense.  Next, they walked around the operating room without the imaging system and pressed several door open buttons. They were still getting static shocked. This lead to believe that it was an environmental issue either with humidity or flooring materials. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) who got shocked. It was the handle on the imaging system that allows for movement of the system that the rep was touching when. The rep touched the automatic door open button on the hospital wall that when they received the largest shock. The rep was still getting shocked when they were not touching the imaging system while hitting the automatic door open button on the wall. Additional information was received stating what the probable cause could. The manufacturer representative stated that this is normal ¿winter¿ behavior, dry air and movement of the system equals static.